Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that reprogramming was done with the manufacturer of (B)(6) 2013. The patient had settings adjusted multiple times in the office. The patient reported that the stimulation hurt when it worked, and did not work when the settings were lowered.

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient had their device removed about 6 months or more after implant since they were not having therapeutic benefit. The patient also had a device issue with the implant as well.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# va07jwx, implanted: (B)(6) 2013, product type: lead. (B)(4).